Event description:
Per report, the edwards field clinical specialist (fcs) was informed that during a sapien valve deployment by antegrade approach was implanted too aortic with resulting ai. A second sapien valve was implanted within the first one, at the same position, which improved the ai.

Manufacturer narrative:
The safety and effectiveness of the edwards sapien transcatheter heart valve via antegrade delivery has not been established, is not an approved method of delivery for the sapien valve in the united states, nor is it endorsed or recommended by edwards lifesciences. Cine and tee images of the procedure were provided by the site for review. The images were reviewed by an edwards' medical director and the following observations were made: tee severe aortic valve calcification at the non-coronary cusp (ncc), minimal-moderate aortic root calcification, no porcelain aorta, no mitral annular calcification (mac) annular diameter= 21mm, sino-tubular junction (stj) diameter =24mm. Preserved ejection fraction (ef). Moderate septal hypertrophy. Image intensifier angle indeterminate. No tee images of valve positioning or deployment. No cine of positioning and deployment of the first valve; however, the final position of the valve was too aortic. Approach for 2nd valve was antegrade/ transeptal. The 2nd valve was initially positioned ventricular, however, moved aortic during deployment, such that its final position coincided with the first valve. The delivery system balloon ruptured at the end of deployment. Post deployment angio demonstrated aortic regurgitation. Impressions: etiology of aortic malposition is indeterminate based on these images. The possibility exists regarding aortic movement during deployment secondary to preserved lv function. There are several patient and procedural factors that alone or in combination can cause or contribute to valve malposition. According to the physician's training manual, some factors that can contribute to valve malposition are poor positioning by operator, annulus-valve mismatch (under sizing and under dilation), interference from adjacent structures (i.e. Sub-aortic hypertrophy), and balloon movement during deployment (i.e. Inadequate reduction of transvalvular flow due to loss of pacing capture during balloon inflation). Per the device instructions for use (IFU), valve deployment in unintended location, paravalvular or transvalvular leak, and malposition requiring intervention are potential risks associated with the use of the bioprosthesis. Additionally, the safety and effectiveness of the edwards sapien transcatheter heart valve via antegrade delivery has not been established, is not an approved method of delivery for the sapien valve in the united states, nor is it endorsed or recommended by edwards lifesciences. In this particular case, the cause of the reported valve malposition and central aortic insufficiency (cai) cannot be cannot be confirmed based on the images provided by the site. However, it is possible that the preserved lv function caused or contributed to the aortic movement during deployment physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.